Event description:
Pt reported the infusion device display was damaged, "scratchy," and hardly readable. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for eval, and the complaint was not verified due to misuse of the product. The display was broken due to a mechanical impact and is no longer fully readable. As the problem reported by the pt is due to mishandling of the product, no corrective or preventative actions will be initiated.